Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that release of metallic deposit by activating the blade. 5 shaver blades were returned to mitek for evaluation and only two have been used and reported metal debris. Mitek then conducted visual of the devices received and photo provided by the customer. The first device was received and evaluated. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade and discoloration detected. Also, the outer showed points of wear near the distal part. The photo provided by the customer showed only the box packaging. No anomalies were found in the new devices received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: m2104032, and no nonconformances were identified. From further investigation, this type of issue and part number (283429) was tested by the r&d team which determined the root cause and the potential ways to reduce the shedding. The investigation was divided into three stages, complaint blade inspection, spring force testing, o-ring testing. Since there were signs of wear detected on the blades, the team select complaint blades to be inspected for out of specification tolerances. Based on the investigation potential ways to reduce shedding is to ensure all handpieces are properly serviced and maintained to ensure the presence of the o-ring. During the servicing make sure tissue seal spring is properly placed and that no debris is caught on or under the tissue seal spring, which could cause an increase in the spring force. Continue to monitor and inspect the handpiece usage in the region and verify that the decontamination and cleaning processes are following the proper IFU. Another potential way to reduce shedding is to run the blades at a lower speed and in oscillation direction as shown in the test results. As this complaint rate falls within the expected occurrence rate per the dfmea, no further risk reduction actions are required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that metal deposits/debris were released while activating the ultra aggressive plus 4.0mm 5pk blade device. The procedure was completed successfully with a delay of 10 minutes. It was reported that the joint was washed but it was unknown if all metal fragments were removed easily without additional intervention. The status of the patient post-surgery was unknown. No additional information was provided.